Event description:
Customer's family member called to report that pump would sometimes freeze for up to one hour and buttons were not responding. Family member stated that pump is also not giving bg reminded event though pt is setting reminder for two hours. Customers is off pump and on manual injections.